Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The e3 and g2 fields were corrected based on information available at the initial report submission. One photo of the suspect device was provided for evaluation. The physical device was discarded by the customer, and not returned to olympus. The photo was reviewed and it was verified that the needle in question was indeed kinked. The photo displayed a curling bend at the distal end of the needle. No additional defects or damages were observed in the image. Based on the results of the investigation, it is likely the event is due to user handling. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Follow up response, the following information were conveyed: the issue occurred during a diagnostic ,therapeutic procedure. The subject device (needle) cold not be extended from the sheath and therefore was replaced by opening a new needle to complete the procedure. No further information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the needle was kinked and could not be out during an endobronchial ultrasound bronchoscopy (ebus) procedure. Needle was discarded after the case as it was contaminated. There was no patient harm or injury reported due to the event. No user harm was reported.

Manufacturer narrative:
The subject device was not returned for evaluation. As stated in section b5, needle was discarded after the case. However, photo of the subject device was provided for evaluation. Based on the review of the provided photo, it was confirmed that the needle in question was kinked. The image shows a curling bend at the distal end of the needle. No additional defects or damages were identified from the photo. Review of device history records (DHR) records provided no indication that manufacturing procedures contributed to the reported event. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Investigation is ongoing. This report will be supplemented accordingly following investigation.